Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a power up failure. It is unknown under which circumstances the event was discovered or if there was any patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) spoke with the biomed technician, and was told that the issue was able to be resolved by recalibrating the touchscreen. The technician also asked to have the service visit canceled and stated that the unit was returned back to clinical use.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a power up failure. There was no report of patient harm, serious injury or adverse event.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h10, h11. Corrected fields: b5, e3 (occupation).